Event description:
Customer reported that he had high blood glucose due to the reservoir was leaking insulin into insulin pump reservoir compartment during normal use. Nothing further was reported.

Manufacturer narrative:
Inspected three sealed and seven opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.